Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain"), abdominal pain lower ("severe pain in my lower abdomen") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("more frequent irregular heavy periods"), fatigue ("exhaustion/lethargy"), headache ("headaches"), abdominal distension ("severe bloating") and dysgeusia ("constant metallic taste"). The patient was treated with surgery (underwent a partial hysterectomy with removal of the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and dysgeusia outcome was unknown and the abdominal pain lower, menometrorrhagia, fatigue and headache had not resolved. The reporter provided no causality assessment for abdominal pain lower, fatigue, headache and menometrorrhagia with essure. The reporter considered abdominal distension, dysgeusia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: because of the requirement to undergo partial hysterectomy with removal of the essure devices she had been left with serious injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5036015) on (B)(6)2014. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain/ pain"), abdominal pain lower ("severe pain in my lower abdomen") and genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("more frequent irregular heavy periods"), fatigue ("exhaustion/lethargy"), headache ("headaches"), abdominal distension ("severe bloating"), dysgeusia ("constant metallic taste"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed in february 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, dysgeusia, vaginal haemorrhage and menorrhagia outcome was unknown and the abdominal pain lower, menometrorrhagia, fatigue and headache had not resolved. The reporter provided no causality assessment for abdominal pain lower, fatigue, headache and menometrorrhagia with essure. The reporter considered abdominal distension, dysgeusia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo partial hysterectomy with removal of the essure devices she had been left with serious injuries. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: pfs received. Patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain"), abdominal pain lower ("severe pain in my lower abdomen") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("more frequent irregular heavy periods"), fatigue ("exhaustion/lethargy"), headache ("headaches"), abdominal distension ("severe bloating") and dysgeusia ("constant metallic taste"). The patient was treated with surgery (underwent a partial hysterectomy with removal of the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and dysgeusia outcome was unknown and the abdominal pain lower, menometrorrhagia, fatigue and headache had not resolved. The reporter considered abdominal distension, dysgeusia, genital haemorrhage and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain lower, fatigue, headache and menometrorrhagia with essure. The reporter commented: because of the requirement to undergo partial hysterectomy with removal of the essure devices she had been left with serious injuries. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up from summons received-events constant pain, excessive bleeding, severe bloating and constant metallic taste were added. Event verbatim was updated as ¿exhaustion/lethargy¿.essure legal manufacture has changed from bayer healthcare (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.